Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 41 mg/dl, 81 mg/dl, 230 mg/dl, and 233 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the permanent cautery hook instrument broke and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Evaluation summary: the product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue of increased intraperitoneal volume (iipv). All testing performed during the homechoice rite functional test & homechoice rite electrical safety analyzer test passed. Iipv adult was not confirmed in the logs and not duplicated during the pal evaluation. The incident is not an iipv event. The probable cause was undetermined. CAPA is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
A customer contacted baxter?s technical service center to request swap of the homechoice (hc) machine. Per the initial report, the patient drained 2300ml after the last fill of 2000ml was drained, giving a drain volume of 4300ml, which meets increased intra-peritoneal volume (iipv) criteria. Product surveillance contacted the patient's nurse in 2009. According to the nurse the patient was not draining completely on manuals. The nurse stated the patient's fill volume is 2500ml and last fill volume is 2000ml. According to the nurse the patient didn't drain completely to empty and then filled again. The nurse does not believe that the patient was overfilled, however, the device was swapped out and he has continued therapy successfully. There was no patient injury or medical intervention. Product surveillance contacted the patient two weeks later. According to the patient he did not drain completely because he was laying on his side. The patient stated he was laying on his side which caused it to drain slowly and he did not drain completely then he filled again. The patient stated he has not had any issues since.

Manufacturer narrative:
This is to clarify the evaluation summary of follow-up #1, which stated that the reported event was not an increased intraperitoneal volume (iipv) event. Although the product analysis lab (pal) evaluation did not confirm or duplicate the reported iipv, this event was still a reportable iipv event.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.